Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Eval found the device to power on and off as designed. The device will experience a system error 0 (sharp watchdog timeout) when powered on caused by a failed printed circuit board. The printed circuit board was replaced.

Event description:
It was reported that a pump "would just cycle on and off after the loading screen." It was also reported that there was no pt injury.